Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an rf anomaly was observed. It was noted that the device could not be interrogated via rf; however, with inductive the device could be interrogated. Programming changes were made and will continue to be monitored. Patient is fine.